Manufacturer narrative:
Section b5 describe event or problem was updated to include additional clarifying information that was received. H3 other text : device evaluation still in process.

Event description:
Additional clarifying information was provided: the patient was initially hospitalized after catching a cold and there were no cardiac abnormalities at the time the first architect stat high sensitive troponin-I was elevated. The physician made the diagnosis of myocarditis after the architect stat high sensitive troponin-I test result was elevated. The patient had a normal electrocardiogram at the time of the elevated results. When the sample was sent to another laboratory and generated normal results it was tested on a beckman instrument.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I results for a 40 year old female patient. The patient was tested monthly, and the values were always high. The patient was diagnosed with myocarditis due to the elevated troponin results and was prescribed bisoprolol fumarate tablets and trimetazidine hydrochloride sustained-release tablets on (B)(6) 2022. The following data from a recent draw was provided: initial result = 175.7 ng/l, repeat = 180.3 ng/l the physician questioned the result, and the sample was treated with peg generating a result of 4.5 ng/l. The sample was sent to another laboratory and generated a normal result with another method. The prescribed medication was discontinued as there was no indication of myocarditis since the troponin results are within normal range. Additional clarifying information was provided: the patient was initially hospitalized after catching a cold and there were no cardiac abnormalities at the time the first architect stat high sensitive troponin-I was elevated. The physician made the diagnosis of myocarditis after the architect stat high sensitive troponin-I test result was elevated. The patient had a normal electrocardiogram at the time of the elevated results. When the sample was sent to another laboratory and generated normal results it was tested on a beckman instrument. No additional impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 55246ud01. A review of tracking and trending did not identify any related trends regarding commonalities for lot number 55246ud01 and the issue. Device history record review for lot 55246ud01 did not identify any nonconformances, potential nonconformances or deviations associated with the complaint issue. In-house accuracy testing was completed with a retained kit of lot number 55251ud00 (lot number 55251ud00 contains the same bulk material as lot number 55246ud00). All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot 55246ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I results for a 40 year old female patient. The patient was tested monthly, and the values were always high. The patient was diagnosed with myocarditis due to the elevated troponin results and was prescribed bisoprolol fumarate tablets and trimetazidine hydrochloride sustained-release tablets on (B)(6) 2022. The following data from a recent draw was provided: initial result = 175.7 ng/l, repeat = 180.3 ng/l. The physician questioned the result, and the sample was treated with peg generating a result of 4.5 ng/l. The sample was sent to another laboratory and generated a normal result with another method. The prescribed medication was discontinued as there was no indication of myocarditis since the troponin results are within normal range. No additional impact to patient management was reported.